Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event was captured on may 7. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,800 rpm during the events. Power was restored and the no external power alarm cleared. Additional information communicated on 23jun2021 indicated the mobile power unit is not returning for an evaluation. The information did not contain any information on root cause of the no external power alarm event. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (B)(6) was shipped to the customer on 14may2019. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ . Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if the mobile power unit (mpu) had a v-lock connector on the ac power cord. It was unknown if the power cord came loose at the wall/outlet or the back of the unit. It was unknown if there were any environmental factors that would have affected ac power at the time of the event. The patient was stable at home.

Manufacturer narrative:
The patient's gender was requested, but not yet provided. The serial number of the mobile power unit was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event.